Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that on (B)(6) 2016 she experienced a diabetic ketoacidosis and was hospitalized. She was hospitalized until (B)(6) 2016 with a heart attack and a diabetic ketoacidosis. The customer had another episode in (B)(6). Customer's blood glucose level was over 700 mg/dl. The customer was at her endocrinologist's office and they thought it was an infection and was sent to the emergency room. The customer went to intensive care unit, had an EKG, was hooked to machines, and was given IV drip/injection. She was wearing the insulin pump at the time of hospitalization. The customer had dry heaves and was vomiting. After her cardiac rehab she lost the transmitter. The customer was currently not on the insulin pump. The device was not returned.